Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that the capiox rx25 oxygenator was being used in conjunction with a sorin revolution centrifugal pump and related smart coated tubing. Prior to cardiopulmonary bypass surgery, the tubing detached from the capiox reservoir outlet port. 500 ml of prime fluid was lost due to the slippery tubing. The perfusionists noted that the connector was tie-banded, but suggested that the weight of the air detector on the tubing was enough to pop the tubing from the connection site. No blood loss reported as this event occurred prior to start of cpb. Product was changed out. Surgery was completed successfully.